Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that production cce stopped inserting messages and medstation es showed no new his orders. The technical support specialist (tss) dialed into the cce and found services running but ssl errors on the management console. After creating and binding a new certificate, access was restored. Tracing revealed multiple insert errors, the latest on 10/31, though sql logs showed no critical issues except a service restart. Maintenance was stalled despite a small database size, prompting truncation and shrinking of message logs. Post-maintenance, errors ceased. Customer was advised to monitor, and updates were rolled back, resolving the issue. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.